Event description:
As reported by the user facility: after a procedure done at this surgical center, an employee was cleaning the or suite and while emptying, the trash was stuck with the stylet of an introcan safety needle, catalog and lot# unk, that had failed to fully deploy. The trash can was located under a sharps container by the anesthesiology cart.

Manufacturer narrative:
The actual 20ga. Introcan safety needle with clip was returned for evaluation. The needle was through the slot of the clip and the needle tip was not properly covered. The catheter was not returned. All safety clip dimensions that were able to be measured on the returned sample were checked and found to be within the design specifications. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container.